Manufacturer narrative:
The device was evaluated by the returns department which found that the complaint was confirmed as rubbing, as there was white rubber substance consitent with the wheels but it was not duplicated during functional testing. It was also found that the locking pins had to be manipulated without the plastic collars for the arm rests.

Event description:
The dealer states he thinks the frame is bent on this chair because the top of the rear wheels are touching the arms. The dealer checked for bent axles, bent crossbraces, and bowed arms, but found nothing. Per our technician, it is very difficult to determine the problem over the phone. The dealer states he thinks the left back cane is bent inward. The back cane itself is straight so he thinks the frame is bent where the back cane mounts. No further information was provided.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states he thinks the frame is bent on this chair because the top of the rear wheels are touching the arms. The dealer checked for bent axles, bent crossbraces, and bowed arms, but found nothing. Per our technician, it is very difficult to determine the problem over the phone. The dealer states he thinks the left back cane is bent inward. The back cane itself is straight, so he thinks the frame is bent where the back cane mounts. No further information was provided.